Manufacturer narrative:
Upon receipt, the lead was subjected to an extensive analysis. The performance of the device under complaint was scrutinized, including a visual, electrical and mechanical inspection. The visual inspection showed cuttings in the insulation which occurred most likely during explant procedure. During further analysis, no deviations were noted which might be related to the clinical observation as mentioned in the complaint description. The lead proved to be within specifications throughout its inspection. In particular the values of the mechanical analysis of the fixation mechanism were investigated. No peculiarities were found. In summary, there was no sign of a material or manufacturing problem.

Event description:
Boston scientific received information that this right atrial lead exhibited pacing inhibition, loss of capture and undersensing with asystole of less than two seconds. Lead dislodgement was ruled out through chest x-ray and fluoroscopy. This lead was actually delivering pacing during the device check; thus, pacing inhibition, loss of capture and asystole of less than two seconds were noted. This lead was explanted and replaced. No adverse patient effects were reported. The lead was out of service and was returned.